Event description:
It was reported that the leadless implantable pulse generator (ipg) real time clock (rtc) was incorrectly programmed to 01 jan 1994 during manufacturing resulting in a lockout that prevented the ipg from being interrogated during the implant procedure. It was noted that the patient connector momentarily shut down causing a loss of telemetry to the ipg. Troubleshooting steps were taken to include clicking the blue light in the same session. However, upon reconnection, a do not implant message was displayed. Additional troubleshooting steps were taken to include ending the session and re-interrogating, but the message persisted. No patient complications were reported due to the loss of connection. The leadless ipg was retrieved from the patient. It was noted that there were no issues during deployment and the patient was noted to be stable. It was decided to implant a second leadless ipg. It was reported that th e patient experienced cardiac perforation immediately during use of the second leadless ipg, and attempts were made to control bleeding and stabilize the patient; however the patient subsequently died. The second leadless ipg was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the patient connector momentarily shut down was not confirmed. Analysis confirmed the customer comment of a loss of telemetry to the ipg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in th e report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.